Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing gastrojejunostomy during a laparoscopic mini gastric bypass, the patient had a blood loss of 500 milliliter or more and a blood transfusion was done to resolve the issue. It was stated that the patient hospitalization was extended to one day.